Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.